Event description:
During remote monitoring, a diagnostic anomaly occurred in which the device delivered an alert for small pacing margin even though the left ventricular cap confirm setting was programmed off on the device. Abbott technical support was contacted and confirmed the diagnostic anomaly was due to the device software. No intervention was performed at this time. The patient was stable and will continue to be monitored.